Event description:
It was reported that the patient passed away on (B)(6) 2022 due to withdrawal of care.

Manufacturer narrative:
Patient gender has been requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient was critically ill after left ventricular assist device (lvad) implant on (B)(6) 2022, requiring tracheostomy and dialysis post-operatively. The patient's family made these decisions while the patient was acutely ill and unable to make decisions for themselves. Upon recovering and regaining mental faculties, the patient decided they did not want to continue the rehabilitation process in their deconditioned state and elected to withdraw care. They were subsequently transitioned to hospice where the lvad was turned off and supportive care ceased. The patient received comfort measures and passed in the hospital. The patient's death was not considered to be device related and the device operated as expected. The device would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists respiratory failure, renal failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.